Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an "replace sensor" error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and upon regaining consciousness, was able to self-treat by consuming tropical juice. There were no reports of the customer requiring treatment by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.